Event description:
A male underwent initial aaa repair in 2008. The pt was outside of the recommended indications for use. One flex main body, three iliac leg grafts, and two main body extensions were placed. A type I endoleak developed so the physician scheduled a second procedure for 2008 for repair of the endoleak. One main body extension was placed and the endoleak was resolved.

Manufacturer narrative:
Evaluation: still under investigation.